Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet and a libre 3 cgm experienced persistent hyperglycemia after a recent supply change; the user confirmed a fingerstick of 406 mg/dl, verified tubing fill with drops, inspected cartridge and lines without kinks or bubbles, performed a site change on the abdomen with an inset 23" set, filled the cannula, and resumed insulin, and the patient later reported eating while still high, with subsequent fluctuations and a later value of 337 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component issue, and the medical device problem remained not fully characterized due to limited data. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.